Event description:
Pt was in surgery for left eye pars plana vitrectomy for removal of retained lens fragments. It appears that several specific problems were encountered with this system: 1) system not "booting up", 2) system not accepting the cassette. 3) no aspirations and/or irrigation thru/during fragatome use, and 4) a failure of the fragatome to operate properly or have the desired effect as reported by the surgeon. Biomedical services dept has been unable to duplicate any of these problems.